Event description:
The customer received hardware error on the contour next link for two days and could not get a blood glucose reading. She ended up in the hospital with hyperglycemia. In the ER, her blood glucose tested at 343mg/dl. She was given heparin, morphine, insulin and antibiotics. She was released from the hospital 3 days later. The customer was asked to return the meter for evaluation. New meter and strips were sent to her.